Manufacturer narrative:
The insulin pump alarmed during the prime test a due to faulty force sensor resistor also, unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to a33 alarm. No damage was found on the lcd isolation tape during our visual inspection. However, the insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents, passed the self-test, a21 error test and displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank screen. Customer's blood glucose was 27 mmol/l. Customer agreed to return the device for analysis.